Event description:
It was reported that the patient temperature was 28.2c, but target temperature was 33c, water temperature was 27.4c and flow rate was 0.8lpm on the arctic sun device. The event log showed alert 113 (reduced water temperature control). Mis explained that they need to troubleshoot the 113 (reduced water temperature control), but they stated that they could not at this time. Nurse confirmed water level was at 5 and drained 500ml from right side drainage port and placed in manual control at 40c. Nurse disconnected, and reconnected pad then the flow rate settled at 1lpm. Nurse disabled manual control at 40c and restarted therapy and it took several minutes for water temperature to reach 40c.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the patient temperature was 28.2c, but target temperature was 33c, water temperature was 27.4c and flow rate was 0.8lpm on the arctic sun device. The event log showed alert 113 (reduced water temperature control). Mis explained that they need to troubleshoot the 113 (reduced water temperature control), but they stated that they could not at this time. Nurse confirmed water level was at 5 and drained 500ml from right side drainage port and placed in manual control at 40c. Nurse disconnected, and reconnected pad then the flow rate settled at 1lpm. Nurse disabled manual control at 40c and restarted therapy and it took several minutes for water temperature to reach 40c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.